Event description:
Journal reference: schoenen j, et al "hypothalamic stimulation in chronic cluster headache: a pilot study of efficacy and mode of action." Brain; a journal of neurology. 2005 apr: 128(pt4): p940-947. The article describes the experience of six pts being treated for chronic cluster headaches with deep brain stimulation (dbs). Reportable events: the 3389 lead (n=1) - a pt expired due to an intracranial bleed that developed along the lead tract several hrs after dbs lead placement. Microelectrode recording had been completed prior to the dbs lead placement. Microelectrode 9013s0841 (n=1) - during the implant procedure, a pt experienced panic sensations with polypnoea, tachycardia and moderate hypertension. The electrode was removed and the pt returned to baseline.

Manufacturer narrative:
This report is being filed under exemption.